Event description:
A tandem mobi cartridge alarm was reported by a caller, which was confirmed by technical support to be cartridge alarm 34. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. The issue was attributed to exposure to magsafe magnets, such as those found in iphones. Technical support educated the caller about this cause, who acknowledged and understood the information. Technical support decided to replace the pump, ensuring it would have updated software. The caller was instructed on using storage mode and steps to take upon receiving the replacement pump. The caller agreed to return the problematic pump to tandem.